Event description:
Health professional reported a right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, green particles mold like appearance in device outer surface and three curved openings. A microscopic analysis and leak test were performed which identify: five openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: five openings striated in the side anterior/valve assessed as surgical damage. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade unknown further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported a right side capsular contracture, baker grade unknown. Device has been explanted.